Event description:
Reporter indicated a patient had developed a respiratory infection following vns implant surgery on (B)(6) 2012. The patient was taking amoxicillin antibiotic. Attempts for further information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated the patient's respiratory infection was not related to the vns implant surgery, but the exact etiology was unknown.

Event description:
All attempts for further information regarding the respiratory infection have been unsuccessful to date.